Event description:
Failed suture on abdominal skin closure. Suture is mfg by sherwood davis and geck with a catalog name of dexon ii, is a synthetic, braided, absorbable suture of a polyglycolic acid coated with polycaprolate. Suture was used for skin closure on a surgical procedure for congenital urological problem. Original surgery on 11/19/96. Returned to surgery on 11/21/96 due to failed suture on other 1/2 of suture line.